Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported, but the pt, that post a coronary drug eluting stenting treatment procedure, restenosis occurred. Consumer states that the first taxus express2 drug eluting stent restenosed and was 95% occluded. At the time of the event he was experiencing atypical chest pain. The restenosis was corrected by placing another taxus express2 drug eluting stent inside of the previously placed stent. Physician's info was declined by the pt.